Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a sudden return of symptoms yesterday and they were unable to adjust the stimulation. Patient was able to use the programmer and verify that stimulation was turned off by noting there was no lightning bolt in the upper left hand corner. Patient was able to turn on stimulation and they were able to feel stimulation too strongly and had to decrease the stimulation. Patient would continue to track their symptoms. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.